Event description:
The surgeon inserted a aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound.